Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is per report that the event occurred in "august". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness, "slow", dizziness, and cramps. The customer was unable to self-treat and was provided glucogel from a both non-healthcare professional (non-hcp). The customer then had contact with a healthcare professional (hcp) who obtained a laboratory result of 2 mmol/l and 1.5 mmoll/l and administered glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.